Manufacturer narrative:
Section e japan medtronic personnel reported event as it was identified when a rental unit was returned. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing by medtronic service personnel, this ht70 ventilator was noted to have a shut down buzzer alarm test failure. While the service personnel (sp) was servicing the ventilator, it was identified that the alarm of this ht70 ventilator did not sound when ventilation was stopped, so the control board was replaced. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in control board (c159) which could result in the shutdown alarm failing to annunciate. This ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing by medtronic service personnel, this ht70 ventilator was noted to have a shut down buzzer alarm test failure. The ventilator was not in use on a patient at the time of the reported event.